Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Review of system log file shows malfunctioning flexvision pc. Upon functional testing, the fse found that the flexvision was defective. The philips engineer replaced flexvision pc and hard drive; reloaded os and apps to new flexvision pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura device would not boot up. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the flexvision pc and hard disk drive. The device was returned to expected functionality.